Manufacturer narrative:
Device eval of electrode belt sn (B)(4) is still underway. The reported problem (code 204) is being investigated. As received the electrode belt failed incoming testing. The cause of the incoming test failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the damaged belt. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.